Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37761,(B)(4), product type: recharger. Analysis of the desktop charger found that it had a broken connector pin. (B)(4) apply to both the ins ((B)(4)) and the desktop charger ((B)(4)) . (B)(4) apply to the desktop charger ((B)(4)) fdd (B)(4) applies to the ins ((B)(4)) all fdm and fdr codes apply to the desktop charger ((B)(4)) fdc applies to the desktop charger ((B)(4)) fdc applies to the ins ((B)(4)) .

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain, lumbar radiculopathy, and post lumbar laminectomy syndrome. It was reported that the implantable neurostimulator recharger was not charging and the connector pin on the desktop charger was completely loose and she could take it out. It hadn¿t been making a good connection for a couple of weeks prior to the report, but on (B)(6) 2014, it completely broke. A replacement desktop charger was sent to the patient to resolve the issue. Additional information was received from a consumer regarding the patient on (B)(6) 2017. The patient noted that she had notified the manufacturer over a year prior to the report that her battery would not recharge. The patient reported that she had never received a replacement part and that is about when her implantable neurostimulator died. At the time that it had died, she was on a high dose of narcotics, but since then, she has ¿backed way down.¿ when she was using it, she had to recharge every two days because she used a high power of frequency (all day, every day). The patient had a hard time connecting to recharge and it had gotten harder and harder. The patient noted that it was not critical at that time because her pain had receded quite a bit and she did not need to use the stimulation therapy. The patient had not used her system in a long time (one to three years). Her pain had started to come back starting about 2 months prior, in 2016, and she wanted to try and use the therapy again. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) now applies to the desktop charger (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.